Event description:
It was reported that the patient present to the emergency room with symptomatic bradycardia. He was admitted to the hospital, and found to have ventricular pacing through his ICD at 40 bpm. The dual chamber pacemaker could not be interrogated, and there was no response to magnet application so it was determined to be dysfunctional. The device was not implanted submuscularly. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry conditions. Further testing revealed that these were due to lifted battery hybrid bond wires. It was reported that the patient present to the emergency room with symptomatic bradycardia. He was admitted to the hospital, and found to have ventricular pacing through his ICD at 40 bpm. The dual chamber pacemaker could not be interrogated, and there was no response to magnet application so it was determined to be dysfunctional. The device was not implanted submuscularly. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to.